Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000076758.

Event description:
Related manufacturer report number: 3006705815-2024-01365. It was reported that the patient was experiencing pain at the ipg site due to the ipg being too superficially and that one of their leads had high impedances. The patient did not report any falls or traumas. Surgical intervention was undertaken to replace the ipg and lead on (B)(6) 2024. Effective therapy was restored postoperatively. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000076758.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.